Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose, with the lowest cgm value of 71 mg/dl on a g7, and self-treated with oral carbohydrates including a half sandwich and snacks; the user expressed concern that the pump was too aggressive, and education was provided on avoiding overtreatment and monitoring, while recommending discussion with a healthcare provider. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component information were insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.